Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02076. It was reported the patient developed a new pain in the left leg after the trial procedure. The programs provided to the patient covered the new pain in the left leg, but did not cover the original chronic pain in their lower back. The patient's leads were pulled on (B)(6) 2020 and the patient never received effective pain relief in their back.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the left leg pain has resolved.